Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00087: plate; 3025141-2017-00088: screw 1; 3025141-2017-00089: screw 2; 3025141-2017-00090: screw 3; 3025141-2017-00091: screw 4; 3025141-2017-00092: screw 5; 3025141-2017-00093: screw 6; 3025141-2017-00095: drill 1; 3025141-2017-00096: drill 2.

Event description:
Surgeon reported that a patient may be having a reaction to an implanted clavicle plate. Surgeon later reported that "we can't be convinced that the implant is the cause of the rash".